Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 450 mg/dl. Customer delivered boluses via the pump and insulin via injection to address bg. Customer alleged pump was not delivering the proper amount of insulin during bolus delivery. Pump system check was performed with tandem technical support (cts) and insulin was observed exiting the tubing. However, customer did not think the drops equaled a 5 unit bolus. Customer declined cts's offer to review pump data. Reportedly, customer discussed event with their healthcare provider.